Manufacturer narrative:
The manufacturer's service rep instructed the customer over the phone to re-boot the system. The system operates as intended.

Event description:
The customer reported that the 7700 system would not display an image. No pt injury was reported.